Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified amount of bd insulin syringes with the bd ultra-fine¿ needle from lots 2227414 and an unspecified lot had foreign liquid inside them. The following information was provided by the initial reporter: "I received and email yesterday from a diabetic consumer that uses insulin syringes at home. He says some of the syringes contains a liquid inside when priming (he thinks condensation). He said he contacted customer service last year but no one follow up."

Event description:
It was reported that an unspecified amount of bd insulin syringes with the bd ultra-fine¿ needle from lots 2227414 and an unspecified lot had foreign liquid inside them. The following information was provided by the initial reporter: "I received and email yesterday from a diabetic consumer that uses insulin syringes at home. He says some of the syringes contains a liquid inside when priming (he thinks condensation). He said he contacted customer service last year but no one followed up."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2227414, d.4. Medical device expiration date: 31-aug-2027, h.4. Device manufacture date: 15-aug-2022. D.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.